Event description:
It was reported that during the implant procedure, the patient connect (pc) was not connecting to the implantable cardiac monitor device when attempting to activate the device. The "lost packaging" workflow was performed, which allowed connection, but an electrical reset message then appeared on the implantable cardiac monitor device. It was noted that a bovie electrosurgical device had been used during the implant. The reset was cleared and all parameters were checked to ensure they were set as desired. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.